Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Prior to shutting off, pump sounded a shutdown alarm. Customer unplugged pump from power source and upon recharging, battery gauge was over 20 percent. Customer resumed insulin delivery successfully. There was no reported adverse impact to customer's blood glucose.